Manufacturer narrative:
H3: one cadd solis vip pump was received in good physical condition. The event history log was unable to be recovered. The pump was ran in user mode and the reported "41786 error" problem was duplicated. On power up, the pump started to alarm and display a red screen with ec 41786. 41786 is a never_came_out_of reset error. The progressive web application (pwa) was faulty and will be replaced to resolve the issue.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had error 41786. No patient involvement.